Event description:
A caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl, nor did the cgm read "high." Technical support educated the caller on using room temperature insulin and guided them through correctly filling and loading a new cartridge on the pump, successfully resolving the issue.